Event description:
The customer reported that the insulin pump had a frozen display. Troubleshooting was performed. The customer stated that the time was not advancing, and the buttons were not functioning without a battery change. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a frozen display and unresponsive buttons as a result of a unlocked keypad connector. However, the time was advancing properly.